Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate anti-tachycardia pacing (atp) for an arrhythmia that was detected in the ventricular fibrillation (vf) zone. The delivered atp terminated the rhythm; however, an arrhythmia was subsequently redetected, which, resulted in the device charging. The arrhythmia was noted to have spontaneously terminated during charging, however, therapy is considered committed during redetection, so a shock was delivered during sinus rhythm. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.